Event description:
Health professional reported patient in apex study experienced band access port leak. It was noted, "band access port leak visibly seen." Replacement of access port occurred. Band remains implanted.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."